Event description:
It was reported the stimulator was "sideways" and there was a low battery message on the stimulator. The stimulator pocket was revised and the pt was "fine." The pt could charge with maximum efficiency.

Manufacturer narrative:
(B)(4).